Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The e-piece was disengaged and missing from the device. No single use loading unit (sulu) was received. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the stapler could not be fired. Another stapler was used to complete the case. There was no patient injury.